Manufacturer narrative:
The insulin pump was received with critical pump error open book image alarm and multiple main arm cannot communicate with the motor arm alarms located in the formatted history file; the problem isolated to the printed circuit board. Unable to perform self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to critical pump error open book image alarm. The insulin pump had scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump alarmed for critical pump error. No further information provided.